Event description:
It was stated the outcome was considered device or therapy related.

Manufacturer narrative:
Section h6: medical device problem code corrected manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and the patient outcome could not be conclusively determined through this evaluation. The device operated as expected and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists potential adverse events, including right heart failure, thromboembolism, arrhythmia, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 also lists thromboembolism and arrhythmia as a potential late postimplant complication. Section 6, under ¿right heart failure¿, also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient developed acute shortness of breath, chest pain, and hypotension. Intravenous fluids and norepinephrine (levophed) were started. An echocardiogram showed thrombus at the aortic valve. The patient experienced ventricular tachycardia and ventricular fibrillation requiring multiple shocks. Amiodarone, lidocaine, and magnesium were administered. A repeat echocardiogram showed ejection fraction of less than 5%, a dilated right ventricle, and severe dysfunction. The patient was intubated, sedated and placed on an venoarterial extracorporeal membrane oxygenation (va ECMO). International normalized ratio (inr) on day of event was 1.75. The patient had a poor prognosis and the family opted to withdraw care. The device operated as expected.